Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor prosthesis, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline breast implants. On (B)(6) 2018 deflation was noted on the left breast implant. On (B)(6) 2018 deflation was noted by the healthcare professional by the physical examination on the right breast implant. As a result, the breast implants were removed and replaced with gel mentor memorygel breast implant 525cc breast implants on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/25/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device and on the shell surface. During examination, product evaluation team observed parallel lines of shell wear on the posterior aspect, suggesting in-vivo folding or creasing of the device. In addition, a rent was discovered in adjacent to the vicinity of the diaphragm valve. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. At this point it is not possible to determine the origin of the yellow material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).